Manufacturer narrative:
B3/d10: the event occurred sometime between (B)(6) 2024. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The expected infusion time was 24 hours, but the actual infusion time was approximately 20 hours. The device contained 8g flucloxacillin in 0.9% sodium chloride. The catheter gauge (ga) and catheter type is reported as a 5.0 fr peripherally inserted central catheter (PICC) double lumen arrow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e1: initial reporter phone no., h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.